Event description:
The customer reported to olympus the tracheal intubation fiberscope was leaking fluid from the insertion tube. The issue was found during receipt inspection. Inspection and testing of the returned device found the connecting tube coating was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the connecting tube had a dent, the image guide bundle had breakages, the up/down plate was discolored, the eyepiece was scratched, the channel tube was crushed and could not be cleaned appropriately, the angulation wires were worn, the adhesive on the protective coating on the bending portion of the device was chipped, there were pinholes on the channel tube and the connecting tube, and the control unit was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ [inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.